Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 502 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that insulin pump ran out of battery last night, was not able to place a new battery until the next morning. The customer stated that they had a meal and did not bolus enough high blood glucose. The insulin pump will not be returned for analysis.